Event description:
The zenith endovascular graft was placed in 2005 for repair of a aaa. Calcium and thrombus were noted to be present in the iliacs during the procedure. A three-month follow-up exam noted a distal type I endoleak. An iliac leg graft was placed and the endoleak was resolved.